Manufacturer narrative:
This lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the trailing haptic broke off of a aaboo 20.5 diopter intraocular lens (iol) when the doctor was implanting the lens into the patient's left eye (os). Therefore, the doctor enlarged the incision when inserting the new, replacement lens. The replacement lens was with a back-up lens of the same model and diopter. There was no vitrectomy performed or sutures used. There was no additional medical or surgical intervention required and the patient did not have any contributing medical history. Reportedly, there was no patient injury and the patient is doing fine post-operatively. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/19/2017. The product was returned to the manufacturing site for evaluation. The lens received in small container with one of the haptic was broken. The product was inspected by a qualified inspector using a 12x magnification, shows the haptic was broken and no other abnormality found on the returned sample. Considering the condition of the lens additional analysis is not possible. The complaint event is confirmed however how and when the haptic was broken could not be determined. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.